Event description:
The external pulse generator (epg) was returned for repair of the casing and face plate. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper case and display lens was broken. Analysis also found that the battery contacts were compressed and the serial number label was damaged. The ring cover and ring were missing.